Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2007, a 2.5 x 12 mm xience v stent was implanted in the distal rca lesion. However, in 2009, the patient experienced chest pain (angina), which required hospitalization. Diagnostic coronary angiography revealed restenosis (greater than or equal to 50% restenosis, but less then 70%) which required treatment with revascularization via the implantation of a drug eluting stent (des). The condition is reportedly continuing. No additional event or patient information is available.

Manufacturer narrative:
Restenosis and angina, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. Additionally, restenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. It is possible that the angina was a secondary effect of the restenosis, which required hospitalization and treatment with revascularization.